Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 16 fr sentrant introducer sheath 16/28 was inserted on the right. It was reported that when the 20/20/82 endurant ipsilateral limb was inserted into the introducer sheath there was some resistance noted but the delivery system was able to be inserted; however, when removing the delivery system, there was a discrepancy between the graft cover and the tapered tip. The tapered tip did not get fully recaptured. The physician removed the delivery system without complication and it seemed that it recaptured when it was going through the introducer sheath. On the contralateral left side an introducer sheath was not used. A 16/20/124 endurant was put in but also on this side the tapered tip could not be recaptured. The delivery system was removed from the patient ¿non-recaptured¿ without complication. Outside the patient it was seen that the graft cover was folded. No additional clinical sequelae were reported and the patient is fine.

Event description:
The device was received and its evaluation has been completed. The event was confirmed there was damage observed on the graft cover. The root cause of the event could not be conclusively determined; however, patient anatomy may have contributed.

Manufacturer narrative:
(B)(4).